Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct female patient (patient age and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment the guide catheter stretched. The delivery system was removed from the patient and forceps were used to position the deployed stent to the target site. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. On november 17, 2010, the complainant confirmed the correct device was returned for evaluation. No information is available as to why the push catheter was received cut.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the push catheter was cut near the distal end and the cut portion with ro marker was not returned for evaluation. There were no other damages on the working length of the push catheter. The guide catheter was stretched close to the proximal end. The hub on the guide catheter was broken/separated from guide catheter. The stretched guide catheter was stuck on the guidewire. The guidewire could not be removed from the guide catheter. There were no damages on the guidewire and it was not a likely contributing factor to the complaint event. The distal end of the guide catheter had a visible kink/bend (suture impression). The stent and suture were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4) - therapy/non-surgical treatment, additional. The device has been received; however, the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct female patient (patient age and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment the guide catheter stretched. The delivery system was removed from the patient and forceps were used to position the deployed stent to the target site. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.